Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and failure analysis (fa) completed the device evaluation. Fa found the primary failure of dislodged conductor wire to be related to the reported complaint. The instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap was properly seated within the distal clevis as the hook moved in the yaw. Root cause of this failure is attributed to a component failure. Additionally, the instrument was found to have damage to the insulation of the conductor wire. Root cause of this failure is also attributed to a component failure. Additional finding not related to the primary failure: the instrument was found to have a dislodged ceramic sleeve with no missing material. The root cause of this failure is attributed to manufacturing. A review of the instrument log of the permanent cautery hook (part # 420183-12/ lot # n1170201-286) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 3rd use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event were available for review. Based on the information provided at this time, this complaint is being reported because the permanent cautery hook instrument had damaged conductor wire insulation, which could lead to inadvertent energy transmission to tissue other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, loose wiring at the tip of a permanent cautery hook instrument was observed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following information about the complaint: she did not have access to any further details, including patient-related information.